Event description:
It was alleged that the user facility had been using the device on a patient for 5-6 hours and the patients temperature had hardly moved. The patient temperature was 100.4°f with a set point of 96.6°f. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was confirmed that this issue was use error as the customer was using the unit before being trained to use the device.

Event description:
It was alleged that the user facility had been using the device on a patient for 5-6 hours and the patients temperature had hardly moved. The patient temperature was 100.4°f with a set point of 96.6°f. No adverse consequence or clinically relevant delay in treatment was reported.